Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer¿s service center, it was observed that the device did not initially power up. There was no reported patient involvement. The manufacturer¿s service technician observed that it was due to a faulty power management board. The service technician recommended replacing the device¿s power management board to address this issue. No repair was performed. The device is not needed for inventory and was scrapped. No further investigation is warranted at this time. Additional findings not related to the malfunction/issue was damaged to the rear enclosure case and dc connector for this device. The service technician recommended replacing the device¿s rear enclosure case and dc connector to address these issues. No repair was performed.